Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an insertion of an insertable cardiac monitor. When attempting to insert the monitor, the blade of the associated insertion tool proved to be too dull so a different insertion tool was used to successfully complete the insertion process. The initial use of the tool with the dull blade created a wound requiring a few stitches. The patient was stable before, during and after the procedure.